Manufacturer narrative:
Prophy powder is used in conjunction with an air polishing prophylaxis system and air polishing insert tip to polish the tooth enamel. The clinician controls the direction of the spray and the product is not intended to be sprayed of tissue surface. The root cause has been identified as improper use.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while a customer was using jet-fresh powder, the powder was sprayed inside the gingival tissue of a patient and swelling followed.